Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported that the patient's recharger was not working and they were requesting a new one.¿ pt met with rep who reported that the battery had not been used in such a long time that they were unable to restart the battery with a new charger. Pt would need battery replacement in order to resume therapy. Pt agreed to battery replacement which was performed and therapy resumed. Resolved without sequela.